Event description:
Reportedly, the ra and rv leads were implanted in (B)(6) 2019. During the a regular follow-up performed on (B)(6) 2025, leads fracture were suspected on the both leads. Impedances of both leads were >3000o. Re-intervention is not planned yet and the patient has been under monitoring.

Manufacturer narrative:
Summary of the investigation: devices history reports (DHR) analysis show that the leads related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. On april 3, 2025, the device memory shows a switch to unipolar mode (vvi) and impedance values exceeding 3000 ohms for both atrial and ventricular leads. However, no episodes were stored in the memory, which appears to have been reset. The origin of these abnormal electrical value is unknown. It could be located at lead(s) level but cannot be confirmed with available data. As no follow-up files between september 2024 and april 3, 2025, have been provided, it is not possible to determine the first occurrence of these abnormalities or to assess their overall progression. At the time of analysis, the device was found to be programmed in ooo mode. A careful monitoring of the ventricular and atrial leads integrity should be performed to ensure the adequate sensing and pacing functionality (refer to the recommendations below). This case is retained and utilized for trending purposes.

Event description:
Reportedly, the ra and rv leads were implanted in (B)(6) 2019. During the a regular follow-up performed on (B)(6) 2025, leads fracture were suspected on the both leads. Impedances of both leads were >3000o. Re-intervention is not planned yet and the patient has been under monitoring.